Event description:
It was reported that the patient presented to the hospital due to receiving some hv therapy. Upon interrogation of the device, hv therapy delivery was confirmed. It was noted that the blood pressure was low. The device was reprogrammed. It was later reported that the patient expired. No further information is available.